Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital and insulin pump was still blank after inserting new battery. Customer stated that display was not blank less than 30 seconds. Customer stated display returned after insulin pump restart. Troubleshooting was performed. The insulin pump will not be returned for analysis.